Manufacturer narrative:
Block b3: exact date unknown, event occurred ten years prior to the date the manufacturer became aware. This product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8116700, model: sc-8116-70, serial: (B)(6), batch: 149150, UDI: (B)(4). This product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure and during the procedure, it was noted that the lead had high impedances and was visibly frayed at the tail. The patient was doing well postoperatively and no issues with programming from impedances were noted. The explanted ipg was kept by the medical facility.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure and during the procedure, it was noted that the lead had high impedances and was visibly frayed at the tail. The patient was doing well postoperatively and no issues with programming from impedances were noted. The explanted ipg was kept by the medical facility.